Manufacturer narrative:
The medical center in japan discarded the pump product at explant. No benchtop analysis is possible. The medical team did relay the clinical update of the patient being obese with a bmi of 30-35 which could contribute to the inability to achieve hemostasis and cause the bleed at the femoral access site. The failure mode will be monitored and trended.

Event description:
The medical team in japan had an impella cp inserted via the femoral in an obese patient. The patient's anatomy did not allow the reposheath to fully deploy down the tissue track to prevent bleeding. There was blood loss. The team explanted and ECMO was placed. More than 2 units of rbcs were given.